Event description:
This diagnostic case was the physician's first with the device. The patient's skin was very loose at the groin due to significant weight loss. No calcification, tortuosity, or scarring of the artery was observed. Resistance was encountered during advancement of the device. Upon removal of the device, the latchwire appeared kinked. The physician manually separated the latchwire from the device and attempted to convert to standard access via a 7f terumo sheath; however, the sheath appeared to kink under the skin and was subsequently removed along with the latchwire. Upon removal, the tip of the terumo dilator and sheath appeared prolapsed. Manual compression was held for 10 mins. The site was dry and soft. The physician proceeded to re-access the groin through standard access. An angio-seal device was used for closure. Manual compression was held, the site was dry and soft, and no issues were noted. Postoperatively, the patient complained of severe pain in the groin area. Ultrasound revealed the presence of an av fistula and a pseudoaneurysm, which were resolved via surgery. The patient recovered with no further sequelae and was discharged on (B)(6) 2012.

Manufacturer narrative:
The device was returned and failure analysis performed. Examination of the returned device confirmed that the latchwire was kinked in multiple locations. It is likely the observed issue occurred during advancement of the device when resistance was encountered. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and av fistula are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warning sand precautions; therefore, no update is required. Based on the review completed, there is no indication the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined.